Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, d1, d5, d3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jul-2021 to 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to bio-ID and checked the power saving settings. A field service engineer reseated the bio ID at docking board and replaced the bio-ID. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system did not allow users to log in and prevented user access to medication during a procedure. Customer did not disclose the nature of the procedure or length of the delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system did not allow users to log in and prevented user access to medication during a procedure. Customer did not disclose the nature of the procedure or length of the delay. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reviewed the device's power saving settings. The field service engineer reseated the biometric scanner at docking board and tested, the biometric scanner tested successfully. The field service engineer replaced the device's biometric scanner to prevent further issues. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system did not allow users to log in and prevented user access to medication during a procedure. Customer did not disclose the nature of the procedure or length of the delay. Patient or user harm was not reported.